Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units helium gas decreases quickly.

Manufacturer narrative:
Updated fields - d5(operator of med. Device, other operator of med. Device), d9, e1(site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Event site postal code - (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the cust face gauge, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.